Event description:
It was reported that the customer received multiple continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, and was informed that pump would be replaced under warranty.